Event description:
The customer reported a falsely decreased sodium result generated by the alinity c processing module for a patient. The physician sent the patient to the emergency room where repeat testing was performed, and a normal sodium result was obtained. The customer pulled the sample, retested it, and yielded a normal result. The following data was provided: customer¿s normal range for sodium: 132 to 142 mmol/l. Sid (B)(6) : initial sodium result = 119 mmol/l; repeat sodium result = 136 mmol/l. Result from emergency room = normal . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium result included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A review of tracking and trending for the alinity c ict sample diluent did not identify an increase in complaint activity. Additionally, an increase in complaint activity was not identified for lot number 62020un24. A device history record review did not identify any nonconformances or deviations associated with lot number 62020un24 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. As part of the troubleshooting, the sample was repeated with the same reagent lot 62020un24 and generated a normal result. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent lot number 62020un24 was identified.